Event description:
It was reported that patient had an infected pocket and had irritation. The patient underwent an explant procedure were the implantable pulse generator (ipg) was removed. The patient was doing well post operatively and the explanted device will not be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.